Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient identifier (B)(6). Investigation summary: the complaint device was received and inspected. The device was received with water inside the tubing and fill chamber. The filter was wet making functional testing of the device not feasible since this attribute restricts necessary airflow through the system. For this reason, the complaint cannot be confirmed. Since the complaint cannot be confirmed the root cause for the reported failure is undetermined. The manufacturing record evaluation was performed and identified a inc related to the reported incident. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The final quality release criteria were met before this batch was released for distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via e-mial that the fms inflow tubing of the irrigation pump presented failure. After a while of being in use, the reservoir filled up and stopped working. The filter was filled with water, so there was a need to pass another hose that worked well during the rest of the procedure. Additional information received from the affiliate reported a 15 minute surgical delay due to the reported event. The surgery was completed with another set of tubing. No medical intervention was required .